Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The returned perforator was visually inspected as received, disassembled and cleaned, and then visually inspected. No discrepancies were found. The perforator was reassembled and was functionally tested for cutting and drilling. It was found to meet specification requirements. The reported condition could not be duplicated. Review of the device history record has found no discrepancies. The complaint cannot be confirmed. At this time, the complaint is considered to be closed.

Event description:
Affiliate reported that during the 3rd hole perforation, the surgeon has noted that the drill didn't disengage. There was no problem during the first 2 perforations. No clinical consequence is mentioned.